Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a sound change in the pump's alarms. Reportedly, the sound changed, and the volume dropped even though the volume was set to high. There was no reported adverse impact to the customer¿s blood glucose. Reportedly, the customer continued using the pump for insulin therapy.